Manufacturer narrative:
Isi received the psm involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue of the psm failing the weighted brake drop test. The axis 2 brakes will be replaced as a fix. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found during a preventative maintenance, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a preventative maintenance an intuitive surgical, inc. (Isi) field service engineer found the patient side manipulator (psm) failed the weighted brake drop test on arm 3. No patient involvement or impact occurred. The isi representative replaced the arm to correct problem. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.